Event description:
Pt received 3rd degree burns that were found under the electrode pads that were clipped with alligator clips on the left forearm. The clips were used to secure the pns electrode site. One small insulated alligator clip came with the pns and the hosp staff added a larger uninsulated alligator clip. There were two burns, one of 1 cm, the other was 1.5 cm.